Event description:
The disposable tibial impactor tip became lodged in the disposable impactor handle and broke off in the impactor handle during attempts to remove the tip. This caused an inconvenience during the surgery.